Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant, acd <3.0mm) should have been included. Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -7.0/1.0/081 (sphere/cylinder/axis) , into the patients left eye (os) on (B)(6)2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault . This exchange resolved the problem. Cause of event is unknown.